Event description:
The customer requesting cal codes to vyaire medical for the avea ventilator issue with peep (positive end-expiratory pressure) slightly off. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: pc-(B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.